Event description:
It was reported via merlin transmission that device was exhibiting post-paced t-wave oversensing. Patient was asymptomatic. Programming changes were suggested.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.